Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer attempted troubleshooting steps without success, leading technical support to send a replacement pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.